Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery patient has chiari malformation and has been having pelvic pain since the shunt implantation surgery. According to the report, the patient is on pain medication for chiari but not for the pelvic pain.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. Additional patient/device information: it was reported to medtronic neurosurgery that the patient was experiencing cramps in her stomach and pelvic area, pressure or pain in or behind eyes and soreness around the shunt area on her head. According to the report, the patient was also experiencing soreness around the tubing and pain or pressure in the head from the fluid build up. (B)(4).